Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin was rejected new batteries. Customer also reported that priming rewinding anomaly. The customer¿s blood glucose was unknown. Customer reports that the insulin pump also received unexplained no delivery alarm. The insulin pump will not be returned for analysis.